Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Device evaluation: the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been replaced and no parts have returned to the manufacturer for evaluation. No parts have returned for evaluation.

Event description:
A site representative reported that, while in a spinal fusion case, the imaging system door covers would pop out, but the door would not retract from around the patient. The representative then pressed the door open button again on the pendant and the door opened. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. No additional information is available.